Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8782, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Product ID: 8781, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received pm 2017-nov-02 from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. No drug information was provided for the event. It was reported the patient had a pump and catheter replacement on (B)(6) 2017. The hcp implanted the new catheter approximately 3 inches above the previous spinal incision. Additional information received on 2017-dec-01 from the hcp reported the patient was continually reporting episodes (intermittent) of withdrawal. The hcp completed a catheter dye and rotor study that showed everything was functioning normal. The hcp stated the patient continued with intermittent withdrawals, so the decision was made to replace the system. No further patient complications were reported.